Event description:
The manufacturer representative reported the programmer serial number involved in the event.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient who was receiving dilaudid (2.5 mg/ml) at a rate of 0.1201 mg/day via an implantable pump for chronic low back pain prior to the revision, and dilaudid (2.0 mg/ml) at a rate of 0.1199 mg/day after the revision (see manufacturer's reports 3004209178-2016-02815 and 3007566237-2016-00772 for information related to the revision.). The patient's medical history and concomitant medications were not provided. It was reported that when programming the prime of the catheter the pump tubing (0.289 ml) was accidentally programmed instead of the catheter volume (0.183 ml). The prime was completed and the patient was doing fine. Additional information has been requested for device identifying information. If additional information is received, a follow-up report will be submitted.